Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako uni pka performed (B)(6) 2018 revised to tka for tibial loosening (B)(6) 2018. Revised to triathlon tka. Pain and x-ray changes noted at follow up appointment- revision case booked

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. An event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Product history review could not be performed because robot serial number was not received. Based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were other reported events (B)(4)). Product inspection could not be performed because session files and logs were not received after 3 communications to mps. Device not returned.

Event description:
Mako uni pka performed (B)(6) 2018 revised to tka for tibial loosening (B)(6) 2018 revised to triathlon tka. Pain and x-ray changes noted at follow up appointment- revision case booked.